Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a discrepancy between fingerstick blood glucose of 232 mg/dl and cgm readings of 186 mg/dl on both the ilet display and dexcom g7, after which a calibration brought the cgm value closer to 220 mg/dl; the user questioned why the ilet delivered a 2-unit insulin dose, and was informed that a correction was applied when the glucose rose above target, consistent with device behavior. Symptoms included hyperglycemia without ketone testing, without alerts above 300 mg/dl for 90 minutes, and without acute complications. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included review of device behavior, cgm calibration, and user education on correction dosing. Investigation of this case revealed that the device calculated a small correction based on elevated glucose, with no malfunction identified and no alarms reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.